Manufacturer narrative:
The patient experienced peritonitis "since (B)(6) in 2018". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis "repeatedly". The cause was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified drugs including heparin and gentamycin (intraperitoneally, doses and frequencies were not reported). At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing. No additional information is available because the reporter declined follow up.